Event description:
Caller reported experiencing intermittent occlusion alarms. The customer's blood glucose (bg) level of 598 mg/dl. Elevated bg was addressed by manual insulin injection and staying hydrated. The customer reverted to an alternate method of insulin therapy.